Event description:
(B)(4). Side effects have been multiple and began almost immediately following the procedure. Most impactful and prevalent recurring side effects include severe pain during ovulation, extraordinarily heavy periods with intense and chronic cramping and passing of blood clots. Pelvic discomfort - painful ache with "heavy" feeling that intensifies with activity, pulling or ripping sensation in pelvic area, back pain that worsens dramatically during ovulation and menstruation, marked increase in fatigue and general energy levels. Frequent blinding migraine headaches, memory loss/forgetfulness. Marked abdominal bloat - looks like I'm 3 months pregnant all the time even though I am fit and active, weight gain and difficulty with weight maintenance, even with nutrition and medical oversight from pcp. Abnormal pap smears showing precancerous indicators, chronic joint pain, restless legs., mood swings/depression most notably, the heavy periods, painful ovulation and pelvic pain have considerably impacted my life and ability to maintain the lifestyle, activity and outlook I have always had prior to the procedure.